Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy, the physician used a cook endoscopy fusion omni-tome. During the sphincterotomy, the user saw a flash and then it was noted that there were two burns in the duodenum. The sphincterotome was removed from the pt and the device was reported to be broken. Several attempts to acquire add'l details related to this event were made without success (details requested include the nature and area of device breakage and if the pt return electrode was in positon when this occurred.) A foreign object did not have to be retrieved from the pt. No other additional medical procedures were required due to this occurrence other than extra x-rays after the ercp. Although burns to the duodenum were reported, the pt has not experienced any other adverse effects due to this observation at this time.

Manufacturer narrative:
It is unk if the reported burns are permanent in nature. However, out of an abundance of caution permanent damage has been selected as an outcome. The initial rptr indicated this occurrence will be reported through medsun. The date this info was provided through medsun by the medical facility is unk. We were unable to confirm the report as it was described because the affected prod was not returned to cook endoscopy for eval. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this prod family was conducted. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for eval. A definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of the disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for the reported observation. However, we can provide the following comments: the instructions for use caution the user that any electrosurgical accessory device constitutes a potential electrical hazard to the pt and operator. The instructions for use list possible adverse effects which include but are not limited to fulguration and burns. Clinical personnel reviewed this info and indicated that in order to perform a sphincterotomy, a sphincterotome cuts and burns by use of the power provided by the electrosurgical unit (i.e. An application of cautery from the electrosurgical unit through the sphincterotome). The clinical personnel concluded that cutting and burning are expected outcomes of sphincterotomy. The conditions in which the sphincterotome is used to safely create the desired cut and burn are under the direct control of the user. The instructions for use direct the user to switch the electrosurgical unit to "off" position when not in use. If the electrosurgical unit was inadvertently activated while the cutting wire of the sphincterotome remained in the duodenum, this could have caused the reported burns. The instructions for use direct the user to ensure the cutting wire of the sphincterotome is completely out of the endoscope tip because contact of the cutting wire with the endoscope may cause grounding. The user is cautioned that this type of occurrence can result in pt injury. The instructions for use caution the user to follow the recommendations provided by the electrosurgical unit MFR to ensure pt safety through proper placement and utilization of a pt return electrode. The user is instructed to ensure a proper path from the pt return electrode to the electrosurgical unit is maintained throughout the procedure. Info regarding if a pt return electrode was in proper position during this procedure was requested but not provided. Prior to packaging and shipping, all fusion omni sphincterotomes are subjected to a visual functional test to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. No further action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is remote. Customer qa will continue to monitor for complaint trends.